Event description:
It was reported before use the bd vacutainer® ultratouch¿ push button blood collection set there was tubing separation or kink. The following information was provided by the initial reporter. The customer stated: "the tubing was found to be kinked before use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® ultratouch¿ push button blood collection set there was tubing separation or kink. The following information was provided by the initial reporter. The customer stated: "the tubing was found to be kinked before use."

Manufacturer narrative:
H6: investigation summary; the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 1 physical sample as well as 6 photos were received for review and analysis. The photos and sample show 1 bd pbbcs device appearing to have a preactivation of the IV needle and IV protector as well as a kinked tubing; therefore, this complaint is confirmed. Bd is able to confirm the customer¿s reported failure from the photos and sample received. The root cause of the kinked tubing would be preactivation of the IV needle in the package as this would cause the tubing to push down against the bottom of the blister pack. A definite root cause of the preactivation could not be determined. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. H3 other text : see h10.